Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5199 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported that the patient got the catheter 31/8. The patient went for a CT scan and when infusing contrast it hurts and leaking. Nurses pull out the catheter and it is a hole 3 cm from the zero marking